Event description:
As reported by an edwards lifesciences affiliate in sweden, regarding an implant of a 29mm sapien 3. During the procedure, when advancing the delivery system into the esheath, tough resistance was felt. It was decided to stop advancing and take an image. It appeared that one of stent struts had got caught onto something in the area where the non-expandable part transitions to the expandable part, right after it left the loader. This stent strut was protruding on the non-expandable part of the esheath, but it had not gone through completely. The devices were removed as a single unit from patient without any difficulties nor vascular damage. Another kit was used successfully in replacement. As per pre-deco findings it was found that the sheath shaft was punctured under strain relief. Furthermore, in the valve, 1 bent strut outwards at inflow site in the valve and it appears exposed through the strain relief.

Manufacturer narrative:
The device was returned for evaluation. The investigation is underway.

Manufacturer narrative:
The device was returned for evaluation. Valve was received crimped and stuck inside strain relief at 4 cm from hub. 1 bent strut outwards at inflow site. The valve was expanded for further evaluation. After valve expansion, bent strut corrected itself. Leaflets dehydrated. Frame slightly distorted. Three exposed struts through the skirt at inflow site. Due to the nature of the complaint, no applicable functional or dimensional testing was performed. The complaint was confirmed through visual inspection. The reported event was confirmed based on returned device. A review of the DHR, lot history, complaint history, and manufacturing mitigation did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, during the procedure, when advancing the delivery system into the esheath, tough resistance was felt. It was decided to stop advancing and took an image. It appeared that one of stent struts had got caught onto something in the area where the non-expandable part transitions to the expandable part, right after it left the loader. Per training manual, push force can vary due to angle of insertion thv size vessel diameter tortuosity and degree of calcification if push force is high, consider slightly pulling back the sheath 1 to 2 cm while advancing the thv and delivery system and do not over manipulate the sheath at any time. As reported there was some calcification in the patients access vessel. The presence of calcification can create challenging pathway during delivery system advancement leading to resistance. It is possible difficulty was encountered during delivery system advancement so additional manipulation was applied to overcome the resistance. So if excessive force is applied to manipulate the device it can lead to the valve struts interacting the sheath shaft and resulted in the strut damage at the inflow. As such, available information suggests that patient factors (calcification) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.